Event description:
Baxter reports "air was infused into the abdominal cavity due to the crack on the cassette sheet at the top of the volcano valve. About 400cc air was extracted with syringe from the abdominal cavity at the hosp. Noted after use. No pt injury per baxter affiliate.